Event description:
The event is reported as: the filter detached into two pieces during use. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of the report.